Event description:
It was reported that an unspecified infusion programmed for 1 hr. Infused within 10 minutes. There was no additional information about the patient, medication, or event provided by customer.

Manufacturer narrative:
The customers¿ report of an infusion completing faster than programmed infusion was not confirmed. Physical inspection of the device noted the instrument seal intact. The device had slightly dull iui connectors. The customer¿s experience of an infusion completing faster than programmed infusion was not confirmed. There were no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the customer¿s report of an alleged overinfusion on patient - ¿drug delivery was supposed to be one hour and finished infusing the dose in 10 mins¿ was not identified. Multiple infusions programmed on the date of incident were either stopped before infusion programmed completed, or infusion program completed successfully.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided by the customer.

Event description:
It was reported that an unspecified infusion programmed for 1 hr. Infused within 6 hrs. There are no additional information about the patient, medication, or event provided by customer.